Event description:
Ligasure impact, ref#lf4318: witnesses mentioned the blade got "stuck" in the cutting mode when operated by the doctor. Connections were checked, ligasure item was checked, no concern at connection site or at ligasure box. Another of the same item was opened and is working properly. No harm to patient noticed.